Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had power loss alarm. The customer's blood glucose level was reported to be 102.6 mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power loss, low battery and power error 25 alarms were confirmed in the long trace. The power loss alarm occurred after the power error 25 alarm was cleared. The detail trace analysis confirmed the pump alarmed low battery and then the power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector the pump was monitored and it functioned properly. The pump was received with a scratched case, pillowing keypad overlay, and minor scratches on the lcd window.